Manufacturer narrative:
Section b3: event date is estimated.

Event description:
It was reported that the patient was having difficulty charging their scs ipg. The patient noted persisting difficulties maintaining charger connection during charging sessions. The patient underwent troubleshooting with an abbott representative wherein there were no noted issues with the ipg depth or swelling at the ipg site. Surgical intervention was undertaken on (B)(6) 2024 wherein the patient's ipg was explanted and replaced with a non-rechargeable ipg to address the issue. Therapy was restored post operatively.

Manufacturer narrative:
The event of charger disconnecting from ipg was reported to abbott. The patient was having difficulty charging their scs ipg. The patient noted persisting difficulties maintaining charger connection during charging sessions. The patient underwent troubleshooting with an abbott representative wherein there were no noted issues with the ipg depth or swelling at the ipg site. Surgical intervention was undertaken wherein the patient's ipg was explanted and replaced with a non-rechargeable ipg to address the issue. Therapy was restored post-op. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.